Event description:
Info received indicates the bed has no ground reading due to a loose ground pin on the power cord.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.